Event description:
Upon removing device from original packaging, tubing with stopcock, normally crimped and firmly attached, fell apart in the nurse's hands. There was no injury to the patient. The nurse obtained another catheter and started the process over.